Event description:
Information received indicates the reverse trendelenberg function will not activate.

Manufacturer narrative:
The hill-rom technician found the bed's main circuit board would not recognize the down limit. The technician replaced the main circuit board to repair the bed.